Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia despite two complete supply changes and a third change later, with no occlusion alerts and visible drops during fill-tubing, and used a 23-inch, 6 mm infusion set; troubleshooting and education were completed, and replacement supplies were arranged. Symptoms included vomiting and feeling sick. Outcomes included no hospitalization and self-recovery with blood glucose declining to 247, and no backup therapy or ketone testing reported. Investigation included guided troubleshooting steps such as disconnecting tubing, confirming cartridge rewind, and performing fill-tubing with visual confirmation of drops, along with review of infusion set and cartridge handling. Investigation of this case revealed that the cause of the hyperglycemia remained unclear given the absence of alarms, confirmation of flow during priming, and improvement after additional set changes, with no device leak observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.